Manufacturer narrative:
Concomitant products: addrl1 ipg, implanted (B)(6) 2012. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.

Event description:
It was reported that there was apparent oversensing on the right atrial (ra) lead. It was also noted that there was insulation damage on the right ventricular (rv) lead. There was clear insulation damage with peeling of the insulation away from the conductor seen. Both the ra and rv leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.